Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed since the sample was not returned for evaluation. Based on the information given, the exact root cause of the event cannot be determined. There is no indication that any manufacturing, design or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Pt info: unk. Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that during a crossover approach from the right inguinal region, when destination guising sheath was attempted to be delivered to the bifurcation of sfa (superficial femoral artery) and dfa, the guiding sheath would not go through. The guiding sheath was once withdrawn and successfully removed from the patient. When the device was checked, a kink was observed in the dilator. The guiding sheath was not used and replaced with a competitor's guiding sheath to continue the procedure. Subsequently, the procedure was successfully completed. Estimated blood loss was less than 250cc's. There was no health damage to the patient. There were no other devices or equipment used with the reported product. There was no patient injury, medical/surgical intervention required.